Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient went to emergency room on (B)(6) 2025 due to low blood glucose levels. The blood glucose levels was 74 mg/dl at the time of event. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions - h11: investigation summary: complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6013283, in question was manufactured at the reynosa site. Threshold analysis: a query was run on 04-nov-2025 against "final reporting decision equal "serious injury" and "death", "lot number" criteria equal #(B)(4). The count of complaint is 1 which is below 3. No further statistical trending analysis is required. Device history record (DHR) review: the lot 6013283 was manufactured according to the work instruction (wi) version 82 and manufactured in the multivac 12 on 15-may-2025, with a total of (B)(4) units. The assembly, lot 5e01622 was manufactured according to the wi version 29 and manufactured in the quickset line, on 15-may-2025, with a total of (B)(4) units. The assembly, lot 5e01623 was manufactured according to the wi version 30 and manufactured in the quickset line, on 15-may-2025, with a total of (B)(4) units. The assembly, lot 5e01624 was manufactured according to the wi version 30 and manufactured in the quickset line, on 16-may-2025, with a total of (B)(4) units. The sub-assembly. Gluing of tubing of the lot 5e01602 was manufactured according to the wi version 42 and manufactured in the gluing machine 04 - 08, on 12-may-2025, with a total of (B)(4) units. The sub-assembly. Gluing of tubing of the lot 5e01606 was manufactured according to the wi version 42 and manufactured in the gluing machine 04 - 08, on 15-mar-2025, with a total of (B)(4) units. The sub-assembly. Gluing of tubing of the lot 5e00298 was manufactured according to the wi version 42 and manufactured in the gluing machine 04 - 08, on 11-may-2025, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Test results: no photo or physical sample was provided. In order to test the product, the returned sample(s) from the lot have been requested. Investigation process of the complaint was carried out in accordance with: wi guidance for visual test for complaints area version 3: on reference samples, 10 samples out 10 samples passed the test. Wi guidance for functional testing 1 air flow test for complaints area version 2: on reference samples, 10 samples out 10 samples passed the test. Wi guidance for functional testing 2 air leak test for complaints area version 2: on reference samples, 10 samples out 10 samples passed the test. Conclusion summary of complaint investigation: as a result of the following: no physical samples were returned, no defect on tests for reference samples, no non conformance (nc) raised during production related to complaint code, 1 complaint in thresholds identified for the lot in question and serious injury/death, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.